Event description:
An antibiotic was being infused through a secondary set. During the infusion, the nurse observed the volume in the drip chamber of the primary set increasing. Under normal circumstances, this would not occur.